Event description:
The customer reported that the pt was defibrillated unnecessarily for what was alleged to be an incorrect ECG trace. No injury was reported as a result of the defibrillation.

Manufacturer narrative:
Philips is in the process of obtaining more info concerning this event and this complaint is still under investigation.